Event description:
It was reported that during a laparoscopic cholecystectomy procedure when the doctor wanted to clamp the clips were loose and just fell out. It did not want to clamp the tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: follow up received from affiliate: what is meant by "it did not want to clamp the tissue?" From what I understand from the dr the clips did not form around the tissue and close securely. Were clips malformed (unformed, have a gap) on tissue? Yes from what I understood. Please provide more specific information regarding issue. Dr (B)(6) used the clip applier for a standard lap chole. He does 2 or 3 of these a week and always uses our el5ml. He returned this specific it due to it not working as it should. He explains that when he pulled the trigger to close the handle of the clip applier it would dispense a clip but it would not close properly and form around tissue. How was case completed? Opened another el5ml and it worked perfectly.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with a malformed clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon removal of malformed clip the device was cycled, fed, and formed the remaining 5 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. It could not be determined what may have caused the event reported and the found malformed clip in the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.